Event description:
It was reported the catheter was inserted subclavian. Upon removing the spring wire guide (swg) the surgeon noticed the tip of the wire was missing. A cardiovascular surgeon was called into the procedure. He started another line via ij approach without event. A hard plate film was performed and the results revealed a 1.5 cm portion of the wire remained in the subcutaneous tissue of the right subclavian. As a result, the decision of the cardiovascular surgeon was to leave the wire in place inside of the pt.